Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the programmer reacted very slow. Errors found in the update history. Analysis also found both keyboard hinges were broken. (B)(4).

Event description:
It was reported the programmer can not interrogate/load software. The programmer was returned for service. No patient complications have been reported as a result of this event.